Manufacturer narrative:
Correction "event description": added "patient turns the device off when entering department stores." If information is provided in the future, a supplemental report will be issued.

Event description:
Patient turns the device off when entering department stores.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-26 information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that when patient walked into or out of (B)(6) or (B)(6), she gets zinger about 1 - 2 minutes later, lasting 3 - 45 seconds. Guidelines for theft security systems was reviewed with the rep. Rep was to notify the patient. No further complications were reported. On 2019-dec-02 additional information was received from the rep. Rep clarified that zinger meant shock. The cause was determined to be the metal detectors at the department stores. The issue was resolved. Patient weight was unknown. The provided information has been confirmed with the account. No further complications were reported.